Event description:
(B)(4). My period skips months and are 2 weeks longer. I've been breaking out in hives sense the end of (B)(6). Pain on my left side that comes and goes they through out the day. Migraines, weight gain, hair loss, severe heart burns, heavier period, lack of intimacy.